Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. Device interrogation revealed post-sensed t-wave oversensing. Programming changes were made. The patient will continue to be monitored.